Event description:
It was reported that a self-test was performed and passed. The patient then plugged into functioning power module. The vad coordinator then attempted to connect to heartmate touch by pressing bluetooth adapter button and the power module started clicking. Another vad coordinator came to assist and noticed that the power indicator light on the front of the power module was yellow with a yellow battery illuminated. There was no patient impact and the power module appeared to be transmitting the electricity appropriately to the patient as there were no alarms on the system controller or power module. The patient was placed back on battery power and switched to a new power module. The exchanged power module's battery was unplugged and reconnected, but the yellow power/yellow battery persisted. A new battery was tried and yellow power/red battery was seen. A different wall outlet and a different wall electric cable was tried and there was no difference in alarm. The power module continued to act like it was not receiving wall power, with the power and battery indicators illuminating yellow.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power on and backup battery indicators being yellow were confirmed during evaluation of the returned power module (serial number: (B)(6)) at the pleasanton service center; however, the reported event of clicking noises was not. Upon connecting the unit to ac power, it was unable to properly power on; this issue was traced to the unit¿s power supply pcb. The power supply pcb not working properly could have resulted in an interruption of ac power, which would also result in the power on and backup battery indicators both being yellow. The power supply was replaced, and the unit then booted up as intended. No alarms, battery advisories, or atypical sounds were produced. Preventative maintenance was performed, and the serviced and repaired unit was returned to the customer after passing a full functional checkout. The exchanged power supply was then returned to product performance engineering (ppe) for further evaluation. The board was installed into a known working test unit. Upon being connected to power, the system booted up as intended. The input and output voltages of the power supply were found to be within normal ranges. The power module was connected to a test system monitor, test system controller, and mock circulatory loop, and allowed to run for an extended period of time. The power supply issue could not be reproduced again, and no atypical noises were produced by the unit. The root cause of the reported yellow indicators was suspected to be related to an issue with the exchanged power supply pcb. However, upon disconnecting and re-connecting the pcb for additional analysis, an issue could no longer be reproduced. Therefore, a further root cause could not be conclusively determined. The root cause of the reported clicking sounds could not be conclusively determined, as the issue was not reproduced at any point in the unit¿s evaluation. Incidental finding: j5 connector of main pcb was damaged. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate power module instructions for use under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.